Event description:
It was reported that the pt was admitted for emergency stent placement on 11/20/97. On 11/21/97, the pt was in the stepdown unit and being visited by family members. They left for a few minutes, and when they returned the pt was found with her legs over the side of the bed and in a pool of blood. It is alleged that the stop cock had detached from the sideport tubing and the pt bled to death